Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, PICC fractured and leaking at the 0cm mark. Total length 40cm, exit site marking 3cm, secured with a secureacath, and dwelled for 32 days. Reinsertion was not required, PICC removed and end of therapy.